Event description:
Media review revealed that reduced flow occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid-distal left anterior descending (lad) artery. Rotational atherectomy was performed using a 1.25 rotapro and a scoring balloon and 2.00 nc balloon were used to prepare the lesion. No issue was reported against the 1.25 rotapro, however, when media provided by the customer was reviewed by boston scientific medical personnel, it was noted that reduced flow was apparent after the atherectomy device had crossed the segment and that after multiple pre-dilations were carried out with small diameter balloons, flow was restored. Afterward, a 2.50mm x 48mm synergy xd drug-eluting stent was advanced but could not be delivered to the lesion area. A 2.00 x 15 mm nc emerge balloon catheter was advanced to further pre-dilate the lesion, and an ivus run was conducted. The 2.50mm x 48mm synergy xd was re-introduced, but during deployment at 10 atmospheres; the balloon ruptured. The proximal portion of the stent was partially deployed, while the distal part remained intact. Attempts to remove the stent using a guide extension catheter were unsuccessful, necessitating multiple shocks to the patient due to no flow. The patient went into cardiac arrest and was subsequently placed on extracorporeal membrane oxygenation (ECMO). When the operator tried to remove the stent manually, the shaft broke. A guide extension catheter was introduced and a 2.5mm nc balloon was used to anchor the ruptured balloon. The whole system was then removed together. The procedure proceeded with lad stenting and an intra-aortic balloon pump (iabp) was inserted in place of the ECMO. Two days later the patient underwent surgery to stop bleeding at the brachial site and is currently on dialysis due to kidney failure. Also with the same patient, a 90% stenosed target lesion located in the severely tortuous and severely calcified left anterior descending artery was treated. During the procedure, three nc emerge balloon catheters (1.50 mm x 15 mm, 2.50 mm x 15 mm, and 3.50 mm x 15mm) were unable to cross the target lesion, and three nc emerge balloon catheter balloons (2.00mm x 15mm, 2.00mm x 15mm, and 2.25 mm x 8 mm) ruptured, all due to heavy calcification. No device fragments were left in the patient.